Event description:
New information indicates that the patient presented to the emergency room due to inappropriate therapy resulting from an incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient received inappropriate shock by the implantable cardioverter defibrillator (ICD). No further information was provided.